Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the anterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on 05-may-23. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.

Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.